Manufacturer narrative:
Per -3472 final report additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history andan update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of this investigation was limited. The explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted at the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 1 year, 6 months and 3 weeks due to dislocation.

Manufacturer narrative:
(B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been reported that the explanted devices cannot be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 1 year, 6 months and 3 weeks due to dislocation.